Event description:
The customer reported via phone call that the buttons on their insulin pump were unresponsive. Customer was unable to program a bolus as a result of the keypad anomaly. It was also found the customer received a button error alarm. Customer's blood glucose was 6.3 mmol/l. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarms were noted. The pump had intermittent button response due to corroded keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.